Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm occurred on the homechoice during use during drain 3 of 4. The hp stated that her kitten chewed a hole into the tubing. The baxter technical services representative advised the hp to contact her nurse. Baxter product surveillance contacted the registered nurse on (B)(4) 2011. He stated that the patient had not contacted him about the incident, but that as far as he knew the patient was continuing therapy and everything was going well. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was animal damage. The label review found the labeling adequate for the use error in this complaint. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.